Manufacturer narrative:
As reported, patient underwent a procedure using arista ah, and post-surgery patient developed respiratory disease. Based on the information provided, no conclusion can be made as to what if any extent the arista ah may have caused or contributed to the patient's postoperative respiratory disease. No lot number has been provided; therefore, a review of the manufacturing record is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient underwent a procedure using arista ah, and post-surgery patient developed respiratory disease.